Event description:
Reporter noted when footswitch was released, vacuum would not release capsule from tip. Posterior capsule tear occurred during I/a. Anterior vitrectomy performed; iol implanted in sulcus. Pt is recovering well.